Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual inspection of the lead did not find any anomalies except for damage consistent with procedural damage. The reported event of lead damage being noted following the explant procedure was confirmed and is consistent with procedural damage. The reported events of loss of capture and lead dislodgement were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, exit block, loss of capture, and dislodgement were noted on the left ventricular (lv) lead. The lead was explanted and replaced, and was damaged during the explant procedure. The patient was stable with no consequences.